Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) was not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) was not required. Upon investigation of the actual device used in this incident, it was determined that the customer was unable to dispense medication. A technical support specialist discovered that many common medications had their security group changed to one that no users had access to. The customer subsequently updated user roles to include permission to access the new security group. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es nurse was unable to pull out medications from the station due to access issue and was unable to override. There were no adverse events or injuries reported based on this incident.